Event description:
It was reported that, "while implanting the gap screw into the tritanium revision cup, was using the screwdriver, and the tip "welded itself" onto the screw. When dr tried to force it, the tip broke off inside the head. Removed the tip and tried another screwdriver and the tip of the other is about to break off, it is twisted."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Manufacture date: 05/02/07 for lot # f2h3379.